Event description:
It was reported that this implantable cardioverter defibrillator exhibited a shock impedance measurement of greater than 125 ohms. The health care professional would follow up with the physician. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.